Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure for a tumor performed on (B)(6) 2026. During the procedure, the balloon was found to be ruptured when the balloon was used. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6). Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure for a tumor performed on (B)(6) 2026. During the procedure, the balloon was found to be ruptured when the balloon was used. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6); reported here as the facility name exceeded character limit for designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results: the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. With all available information, boston scientific concludes the reported event of balloon burst was not confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.